Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Reported event was confirmed by review of provided photograph. Visual examination of the provided picture identified a femoral component with no part or lot numbers visible. A portion of the femoral bone can be seen still attached to the implant. Device history record (DHR) review was unable to be performed as the part / lot numbers of the device involved in the event are unknown. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown persona tibial component catalog # unknown lot # unknown; unknown persona poly catalog # unknown lot # unknown . Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Event description:
It was reported patient underwent a revision procedure due to femoral periprosthetic fracture. Attempts to obtain additional information have been made; however, no more is available at this time.